Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
In 2009, pulse generator interrogation gave measured data of 2.51 v, 11 ua, 2.8 kohms and an estimate of two years remaining to elective replacement indicator (eri). Battery data two months ago was 2.56 v, 10 ua, 13.3 kohms and two months remaining to eri. It was noted that the patient recently had open heart surgery, and that the device had been exposed to electrocautery. The pulse generator was explanted and replaced.